Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the unit displayed a system error code 120.4540 when setting up an infusion. There was patient involvement however no harm.

Event description:
It was reported that the unit displayed a system error code 120.4540 when setting up an infusion. There was patient involvement however no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: device available for eval? Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the system error code 120.4540 was confirmed during investigation. The issue is being attributed due to a defective power supply board. A review of the error logs showed fifty-three (53) error codes 120.4540 (psp watchdog failure) from (B)(6) 2025 to (B)(6) 2025. A review of the battery logs showed the pcu being plugged into the ac outlet on (B)(6) 2025at 9:40 am, eleven (11) seconds later the pcu showed the error code 120.4540, subsequently the pcu was disconnected. This incident happened four (4) more times in the same day at 9:31 am, 9:37 am, 9:54 am and 9:56 am with the same events prior to the system error. Laboratory testing observed the suspect pcu displaying error 120.4540 when plugged to the ac outlet. After replacing the suspect power supply board with a known-good part for testing purposes only. The pcu was connected to a dchu lab power cycler fixture, after 32 minutes plugged into the ac, it was unplugged from the outlet for 32 minutes, and this process was repeated for 48 hours. After the completion of the 48 hours, there was no sign of the pcu shutting down, the device completed the test with no issues or errors noted. The bd alaris user manual v12.3.2 has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. There was patient involvement however no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace power supply board as it was found defective during investigation. Device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace power supply board. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause for the reported system error code 120.4540 was identified to be a defective power supply board. The reported issue was confirmed through a review of the logs and during laboratory testing. Note that this report lists imdrf annex a1801, a0401, g02017, c0503, c07, d08, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.